Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn: (B)(4) customer stated that he was getting this error code. I explain to the customer that the error code he was getting is a software error, and that he needed to re flash the 8015. The customer stated that he did re flash the 8015 but he was still getting the error code. I asked the customer have he did a power cycle of the 8015. Once the customer did the power cycle that when the 8015 start operating as usual. The customer said thanks and ended the call.